Event description:
Customer posted on saalt's (B)(4) group that their iud came out while using their cup. Saalt asked the customer to reach out to us via email if they were using a saalt cup at the time. Saalt followed up with the customer three times and did not hear back. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.